Manufacturer narrative:
Concomitant medical product(s): dtma1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing t-wave oversensing post bi-ventricular pace. The clinician did some reprogramming and was given recommendations for further reprogramming if needed. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.